Manufacturer narrative:
Weight, ethnicity, race: unk. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5 12.1, -10.00/1.0/091 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced with a longer length lens due to low vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.